Manufacturer narrative:
Device received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform the rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm and e70 motor position alarm due to a35 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had motor position encoder alarm. Customer reported that their insulin pump had motion sensor test failure alarm and motor error. Customer reported the drive support cap was normal. Customer stated the insulin pump was not exposed to a high magnetic field. Customer were to clear the alarms and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.